Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure it was confirmed with ivus that the entire body of the bifurcation was in-folded from the top of the fabric all the way down to the flow divider. The physician balloon the stent graft and the in fold was resolved. No clinical sequelae were reported and the patient is doing fine. Reviewed of returned films pre-implant. Lack of contrast made measurements difficult/inaccurate and unable to visualize possible th rombus. The approximate proximal neck diameter is 26 - 28mm. The neck is slightly angulated with little calcification. The max diameter aaa is 5cm. Both common iliac arteries are aneurysmal and calcified; the rcia diameter is 22mm and the lcia diameter is 23mm. Images during implant were not provided.